Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 6fr angioseal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, guidewire and packaging. The device was visually inspected and found to have been in unused condition. Upon visual and microscopic inspection, the mating features of the locator were found to be deformed. The mating area on the cap was found to have no damage. Upon functional testing, the locator sheath connection was found to be a loose connection. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 67. Arteriotomy locator - 10. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that they had an audible and tactile snap fit of dilator into sheath, however, when forward pressure was applied the dilator still backed out of sheath. There was no adverse event with the patient. The procedure performed was a left heart catheterization. The blood loss was less than 250cc's. Hemostasis was achieved by manual pressure. Additional information was received on 13nov2023: the patient was stable. The sheath size that was used was 6 french. There were no concomitant products used for hemostasis after the heart catheterization procedure, manual pressure was used for hemostasis. There was no difficulty inserting the locator into the hub. They were able to succeed in mating the locator into the hub with an audible and tactile click. The user only had to try once to mate the locator and the hub. The locator did separate after the "snap-fit" connection and the connection was secure. And the locator backed out with minimal effort before inserting into the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab coordinator. A review of the device history record of the product code/lot# combination was conducted with no finding. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.